Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the spark was identified. It is likely the result of stresses on the fiber at the fiber/ connector junction; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic ureteroscopy procedure, the single use fiber sparked while in use. The fire was put out. The fiber was singed into the neck of the fiber. The event occurred at the start of the procedure. The fiber was replaced, and the procedure proceeded and was completed as normal. There was no patient harm or injury as a result of the event.